Event description:
It was reported a peripherally inserted central catheter (PICC) was successfully placed for tpn in june 2003. It was noted post placement that the catheter had a hole one centimeter distal to the suture wing. The catheter was successfully removed and another PICC was placed for continuation of treatment. No pt complications were reported in this event. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device, it is not possible to determine if the device met its specifications. User technique during access and/or pt anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.